Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported a no delivery alarm and a motor error on her insulin pump. Customer's blood glucose was 143 mg/dl. There were no significant events leading to the alarm. The connected was verified. Insulin exited the tubing when manually pushed. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.